Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported "she does not have alcl". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl, seroma, and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl suspected, seroma, and cellulitis. Further information: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2524731 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet, however the events of cellulitis, seroma and lymphoma - alcl are classified as medical events and they are unable to observe, therefore these events will not be confirmed. A review of the current risk documents was performed in chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl- suspect will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side "swelling and redness", "extensive work up for suspected bia-alcl", "cellulitis" and "fluid aspiration". Histopathological markers cd30+ and alk- have not been received. Device remains implanted.